Manufacturer narrative:
H.10: the most likely root cause of the reported event should be traced back to rust formation on the pumps, due to environmental conditions, not allowing the motors to rotate and requiring more power to work, which could have led to an overcurrent that ultimately damaged the boards.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The livanova field service representative in charge found pumps not spinning when activated. In addition, when patient pump 2 was turned on smoke was coming from either pumps or ul510 distribution board due to the overcurrent. Both patient pumps and the distribution board were replaced and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes associated to patient pumps during maintenance. There was no patient involvement.